Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during implant placement, x-rays confirmed the unknown implant was located at the sinus floor. Implant was removed and a 10mm implant was placed instead. Patient will not have to returned for additional procedure. Tooth location 5.

Manufacturer narrative:
Additional information received from preliminary investigation identified the unknown implant as tsvtb11 zimmer implant. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number on 22 jul 2020. Therefore, this report is being filed under the correct manufacturing site MFR 0002023141-2020-01328. As a result, no further medwatch reports will be submitted under this file. Please refer to MFR 0002023141-2020-01328 for follow up submissions.

Event description:
Additional information received from preliminary investigation identified the unknown implant as tsvtb11 zimmer implant. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number. Please refer to MFR 0002023141-2020-01328 for further submissions.